Manufacturer narrative:
All available information was investigated and the reported gripper actuation could not be performed in the state of the return device as the clip and gripper line were not returned . A review of the lot history record revealed no manufacturing nonconformities to the reported lot. A definitive cause for the reported gripper actuation issue could not be determined in this incident and there is no indication of a product quality issue with respect to manufacture, design, or labeling. The other additional cds0602-ntr referenced in b5 are being filed under a separate medwatch report number. G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.na

Manufacturer narrative:
The device was returned. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The additional device referenced in b5 is being filed under separate medwatch report.na

Event description:
This is being filed to report gripper actuation issues. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. During preparation of a clip delivery system (cds 90405u158), a noise was heard when the clip jumped opened while gently rotating the arm positioner. The noise was heard again while closing the clip and unusual resistance was felt while rotating the arm positioner. Trouble shooting was performed, but the clip would not close or open. The cds was not used in the patient. A cds (90411u108) was advanced to the mitral valve, and the clip grasped the leaflets. However, the gripper arms could not go up and the physician could not attempt to re-grasp the leaflets. The physician continued with the deployment and the clip was deployed. Three clips were implanted, reducing mr to 3. There no clinically significant delay in the procedure. No additional information was provided.